Event description:
The ac/dc converter broke down during a generator test and the ventilator switched to battery power. After some time the ventilator shout down due to that the battery ran out of power, the battery alarms functioned normally. The pt had to be manually ventilated and did not sustain further injury. The pt was put on another ventilator.